Event description:
It was reported that during follow up visit it was noted that spikes were seen t waves during an exercise test. It was suspected that the atrial was not capturing. Additional information indicated that ventricular undersensing causing ventricular timeout and as such pacing on the t-wave. In addition there is farfield r-wave sensing on the atrium. The rv and atrial lead remained in use, and lead revision or improved sense signal was recommended. Patient returned for follow up check, and provocation performed noted oversensing of noise on ventricular. Adjustment to rv sensitivity settings was performed and the lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the atrial lead is a non medtronic product, and therefore, should not have been submitted by this manufacturer.